Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a lower extremity angiography of the iliac artery, the tip of the dilator was bent and the guide wire failed to go through. A new sheath was used to finish the procedure. Upon further review of the product issue, it was noted that the dilator tip was split which could cause or contribute to vessel damage if it were to recur. No adverse effects to the patient were reported as a result of this product problem.